Event description:
It was reported during routine generator change out that the right ventricular lead exhibited difficulty being disconnected from the pacemaker. The lead was able to be successfully connected to the new generator and the device was explanted as planned. There were no patient consequences.